Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The returned screw is broken mid shaft. The headed portion with a few threads was returned for evaluation. Visual examination is consistent with product complaint. Since all the relevant features could not be checked due to damage and lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an orif 2nd/3rd metacarpal procedure, as the surgeon was inserting the screw, the screw head broke off and was retrieved by the surgeon. The shaft remains implanted in the 2nd metacarpal. The surgeon completed the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4)